Manufacturer narrative:
This event was previously reported under manufacturer report no. 2015691-2021-04089. Therefore this report is being retracted as a duplicate report of 2015691-2021-04089.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year and 9 months post implant of a 26mm sapien 3 valve implanted in the aortic position via transfemoral approach, the s3 valve was replaced surgically with a 23mm inspiris surgical valve. The leaflets appeared to be covered with organized thrombus.